Manufacturer narrative:
(B)(4). Device evaluation the lens was not returned to the manufacturer for evaluation. The lens was destroyed. Visual inspection could not be performed. The reported complaint could not be verified as the device was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the results of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was explanted due to the need for another diopter. There was no incision enlargement and no patient injury. A suture was used. Additionally, another lens of the same model was used as the replacement lens. The explanted lens was destroyed.

Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was cut in two parts and with one haptic broken. The broken haptic piece was not returned. The condition observed and the way the cut was formed is consistent with a lens that has been cut due to iol removal or explant process. The customer's reported complaint could not be verified. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.